Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not retuned.

Event description:
It was reported that were air bubbles and air gaps in the tubing. Reportedly, the customer stated that air bubbles would usually occur on the last day the cartridge was in use. The customer's blood glucose level was in the 300 (mg/dl) range and it was addressed with a correction bolus. Tandem's technical support educated the customer on how to prevent air bubbles in the tubing.